Manufacturer narrative:
Continuation of d9: model # 37761, s/n (B)(6) return date: 2021-06-23 model # 37761, s/n (B)(6) return date: 2021-12-29 continuation of d10: product ID 37761 lot# serial# (B)(6) product type recharger. Product ID 37761 lot# serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: ; product ID: 37761, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the device, model # 37761, s/n (b)(6, revealed connector pin bent. Analysis of the device, model # 37761, s/n (B)(6), revealed connector pins broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's (pt) recharger was not taking a charge, even after leaving it plugged in for 24 hours. The pt inspected the desktop charger (dtc) connector pin, cord, recharging antenna, and connection between the dtc and recharger- pt confirmed they all looked good. The pt plugged the dtc into the recharger and said that when they first plugged it in, the screen flickered a few times before it turned on. The pt said when they leave it to recharge for 20 hours, it will only get to 50-75% charged. The issue was not resolved. The pt mentioned that they follow up with a pain management doctor. The pt mentioned speaking with their healthcare provider about getting neck injections. Additional information received from the patient. It was reported that the patient received the desktop charger (dtc) replacement. The recharger was still "acting funny" and was not charging completely even though they leave the recharger plugged in all the time. The recharger battery would only progress half way. The patient was having a hard time keeping the stimulator charged due to the recharger not holding the charge efficiently so they would feel stimulation turn off intermittently. If they messed with the dtc it appeared that the recharger wanted to connect and charge. The patient confirmed they were able to turn stimulation on during the call. The recharger battery was a quarter full and the stimulator battery was half full. The dtc wiggled when plugged into the recharger. Additional information was received from the patient (pt). Patient states that they have received their desktop charger (dtc) replacement but the recharger is still not charging. Patient services (pss) recommended the patient do a reset on the recharger but the pt was not home. Pt said they will call back when they are able to do a reset. This issue was not resolved. No symptoms were reported. Additional information was receive from a patient (pt). Pt called back stating that they did a reset however that did not resolve the issue. No symptoms were reported. Additional information was received from the patient. Pt reported their desktop charger (dtc) is not charging their recharger. Pt confirmed the green light illuminates on the dtc when connected to a power source but when connected to the recharger, it won't charge. The pt mentioned their ins is now depleted and they're experiencing symptoms in their neck and ears due to not being able to use therapy.